Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap. Resection rectopexy. Description of event: the alexis was placed into an extended trocar incision, the outer retraction ring was rolled several times outwards for retraction, then the cap was placed onto the outer extraction ring and trocar has been inserted through the cap. When trying to reestablish pneumoperitoneum a leakage was detected. When looking for the source the alexis sheath was identified as the problem. The material had a large almost 180° rift. No clinical impact to the patient, there was only a loss of time. The surgeon extracted the alexis lap. System, ligated the fascia and reinserted a trocar through a small leftover gap. No other instruments used- the surgeon also pointed out that no sharp instruments could have caused the damage. Images available in attachments. Information received from applied medical representative via email 21nov23: the surgeon used a reusable trocar without obturator. The insufflation-pressure was set to 12 mmhg. It was a first incision. No sutures or staples, no previous surgeries. Type of intervention: the surgeon extracted the alexis lap. System, ligated the fascia and reinserted a trocar through a small leftover gap. Patient status: patient wasn't harmed due to the product failure.

Event description:
Procedure performed: lap. Resection rectopexy description of event: the alexis was placed into an extended trocar incision, the outer retraction ring was rolled several times outwards for retraction, then the cap was placed onto the outer extraction ring and trocar has been inserted through the cap. When trying to reestablish pneumoperitoneum a leakage was detected. When looking for the source the alexis sheath was identified as the problem. The material had a large almost 180° rift. No clinical impact to the patient, there was only a loss of time. The surgeon extracted the alexis lap. System, ligated the fascia and reinserted a trocar through a small leftover gap. No other instruments used- the surgeon also pointed out that no sharp instruments could have caused the damage. Images available in attachments. Information received from applied medical representative via email (B)(6): the surgeon used a reusable trocar without obturator. The insufflation-pressure was set to 12 mmhg. It was a first incision. No sutures or staples, no previous surgeries. Type of intervention: the surgeon extracted the alexis lap. System, ligated the fascia and reinserted a trocar through a small leftover gap. Patient status: patient wasn't harmed due to the product failure.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. Visual inspection confirmed the complainant¿s experience of sheath tear. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.